Manufacturer narrative:
(B)(4).

Event description:
It was reported after the lead was revised for an unrelated complaint, the lead then perforated the right ventricular. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.